Event description:
The patient reported that she had 4 infusion sets separate at the luer lock connection. The patient stated that the most recent event occurred in 2007. She reported that she noticed all separations while at home and did experience an elevated blood glucose of 400 mg/dl at one point (date not provided). The patient reported that her normal range is 80-150 mg/dl. She reported that she experienced feeling nauseated at the time. She changed her infusion set and bolused to reduce her elevated blood glucose value. The patient did not require medical attention from a healthcare professional or second party to address the issue. The patient did not have the product with her at the time; therefore, the lot number and expiration date were not provided. The product was requested to be returned for evaluation.